Manufacturer narrative:
The investigation for the reported display issue has been completed. The product was returned, and the display issue was confirmed. Per the results of the clinical review and investigation: battery failure alarm is due to one malfunctioning battery. The exact root cause of the malfunctioning battery is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a continuous battery alarm was observed on the automated impella controller (aic). It was reported that the issue did not resolve, therefore the initial aic was replaced, and the case continued.